Event description:
A medwatch report was received by olympus indicating that during an unknown colonoscopy procedure using a evis exera iii colonovideoscope, the outer rubber protector fractured causing an abrasion. There was no surgical delay and no reports of further patient harm associated with the event. At this time despite our attempts, olympus was unable to obtain further information about this event from the customer.

Manufacturer narrative:
As of this report olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the event was likely caused by a bending section cover (a-rubber) fracture. However, this reported defect could not be confirmed since the device was not returned for evaluation and no further event details could be obtained from the customer. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿operation manual ¿ preventative measures important information ¿ please read before use: warnings and cautions¿ olympus will continue to monitor field performance for this device.